Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was soft bone around the implant at tooth site #14 near the sinus with communication. The implant was removed due to simus perforation.